Event description:
It was reported that during a follow-up, high capture threshold was observed. A decrease of pacing lead impedance was also noted. Lead fracture was suspected. Explant and replacement of the lead was planned. There were no adverse consequences for the patient. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.